Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and power button testing without duplicating the report. A review of the device history file shows no evidence of the customer's report. Each power off event is initiated by a power button press. The log does indicate the device was having errors connecting to the customer's network which contributed to drain on the battery. As a precaution, it has been recommended to the customer that they ensure the device is configured correctly to connect to the facility network, or if the customer does not intend to use the network connection function, to disable the setting. The device was recertified and returned to the customer. Our investigation for this reported malfunction was unsubstantiated. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.